Manufacturer narrative:
The device was not returned for analysis. However, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the starclose instructions for use (IFU) states: if resistance is met upon removal of the device, follow the steps below to remove the device: locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible ¿click¿ should be heard. Check that the number ¿3¿ exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number ¿2¿ on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle fingers. Provide counter-traction with the left hand on the patient¿s body, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage. In this case, the use of the access ports/ safety release mechanism could have assisted in device removal however; would not have directly contributed to the reported vessel locator would not retract. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event: date estimated. (B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that an arteriotomy closure of a vessel was achieved using a starclose se device with a 6f sheath after a procedure. Reportedly, the vessel locator wings would not retract. The safety release mechanism was not used to remove the device. The device was removed from the patient anatomy. No tissue damage to the artery was noted. Hemostasis was achieved with the starclose se clip. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.